Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to exceed 500 mg/dl, specifically reaching the 400s mg/dl range. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require assistance from a third party. The pump was reset by the customer, and, as a resolution, technical support planned to replace the pump. The customer will continue to use current pump for insulin therapy.